Event description:
It was reported during the procedure, the physician found the distal lumen was blocked. A new kit was opened to finish the procedure. No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
Qn#(B)(4).

Manufacturer narrative:
Qn# (B)(4). The customer returned one 4-l catheter for analysis. Definite signs of use in the form of biomaterial were observed within the extension lines. Visual analysis of the catheter revealed that the blue medial extension line luer hub was separated from the extension line and not returned for analysis. The point of separation of the extension line appears smooth and uniform. No other defects or anomalies were observed on the catheter. The overall length of the catheter measured 223mm, which is within the specification limits of 207mm - 227mm per the catheter product drawing. The outer diameter of the catheter measured 2.924mm, which is within the specification limits of 2.87mm - 2.97mm per the catheter extrusion graphic. The proximal extension line outer diameter measured 2.13741mm, which is within the specification limits of 2.13mm - 2.21mm per the proximal extension line graphic. The proximal extension line inner diameter measured 1.4732mm, which is within the specification limits of 1.42mm - 1.50mm the proximal extension line graphic. The ca theter was functionally tested per the instructions for use (IFU) provided with this kit, which instructs the user, "flush each lumen with sterile normal saline for injection to establish patency and prime lumen(s)." The distal, proximal, and gray medial extension line were flushed with a lab inventory syringe. The medial and distal extension lines flushed as intended. The proximal extension line initially could not be flushed. Biomaterial was observed within the extension line. Thus, a long pin gauge was inserted through the extension line to loosen up the observed biomaterial. Once the biomaterial was removed, the proximal extension line flushed as intended. The blue medial extension line could not be functionally tested due to the damage. A manual tug test confirmed that each extension line is secure within its respective luer hub. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. The IFU provided with this kit informs the user, "ensure catheter patency prior to use. Do not use syringes smaller than 10 ml (a fluid filled 1 ml syringe can exceed 300 psi) to reduce risk of intraluminal leakage or catheter rupture." The customer report of a blocked extension line was confirmed through investigation of the returned sample. The catheter passed all relevant dimensional requirements. The proximal extension line could not be flushed due to the presence biomaterial within the extension line. Once the biomaterial was removed, the proximal extension line flushed as intended. Therefore, based on the customer report and the sample received, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend on reports of this nature.

Event description:
It was reported during the procedure, the physician found the distal lumen was blocked. A new kit was opened to finish the procedure. No patient harm reported. The patient's condition is reported as fine.